Event description:
The customer contact reported a separation. The tubing set was connected to the clave port of an unspecified primary tubing set and was being used for a piggyback delivery of an unspecified solution. It was reported that after disconnecting the tubing set from the clave port at the completion of the delivery, the tubing separated from the option-lok male adapter. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).